Event description:
(B)(4) - it was reported by the consumer that the trsx56fb mechanical wheelchair seat was separating, the foot pedal was very loose and not holding her weight. There was no injury reported.